Event description:
It was reported that cgm displayed error message 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received step-by-step guidance to perform pump reset, and after reset pump no longer displayed cgm error message.